Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) was discovered to have a bent fiber optic cable. There was no patient involvement. The fse reported that the fiber optic cable was pinched. The damaged part was replaced. The product passed all functional and safety tests per manufacturer specifications.